Manufacturer narrative:
A2 age at time of event: 18 years or older.

Event description:
It was reported that a cancelled procedure occurred. The patient presented with chest pain. During pull-back of an opticross imaging catheter, the image was dark. The cardiac technician restarted the polaris system and the ivus image was functioning well. The ivus image was again dark, however, when physician wanted to perform a second ivus run. No patient complications were reported and the patient status was stable. The procedure was not completed due to this event.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a cancelled procedure occurred. The patient presented with chest pain. During pull-back of an opticross imaging catheter, the image was dark. The cardiac technician restarted the polaris system and the ivus image was functioning well. The ivus image was again dark, however, when physician wanted to perform a second ivus run. No patient complications were reported and the patient status was stable. The procedure was not completed due to this event.